Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found cannula broken; missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced sensor anomaly. The customer's blood glucose value was 190 mg/dl. The customer stated that they turned off the sensor feature and received lost sensor alarm. The customer stated that the sensor cannula might have been retracted. The product was returned for analysis.